Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced atrial fibrillation (af) with a rapid ventricular response (rvr), which resulted in inappropriate delivery of anti-tachycardia pacing (atp) and three shocks. Therapy converted both rhythms successfully after the third shock. Technical services (ts) recommended further evaluation of this case. No additional adverse patient effects were reported. This ICD remains in service. Additional information was received that the patient received inappropriate atp for sinus tachycardia while hospitalized for hypotension. Ts reviewed the episode, finding noisy signals on the shock channel electrogram and discussed reprogramming options with the patient. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced atrial fibrillation (af) with a rapid ventricular response (rvr), which resulted in inappropriate delivery of anti-tachycardia pacing (atp) and three shocks. Therapy converted both rhythms successfully after the third shock. Technical services (ts) recommended further evaluation of this case. No additional adverse patient effects were reported. This ICD remains in service.